Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a concentric de novo lesion in the distal right coronary artery with heavy tortuosity, heavy calcification and 99% stenosis. Following pre-dilatation, a 2.50 x 48 mm xience xpedition stent delivery system (sds) was advanced, but failed to cross the lesion due to the anatomy. On removal of the sds, resistance with the anatomy and an unspecified guide catheter was felt and the stent struts were noted to be flared. As the sds remained distal to the guide catheter, a surgical cutdown was performed to remove all the devices as a single unit to prevent patient injury from the flared stent struts. The procedure was successfully completed with the deployment of a 2.50 x 38 mm xience sierra stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.